Manufacturer narrative:
(B)(4). The fsr was unable to duplicate the reported issue upon arrival. The fsr advised the ccp of the pump configurations as the ccp was unaware of the reaction between the centrifugal pump speed and the cardioplegia pump head. The unit conforms to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Before use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the pump shut off. The user switched the cardioplegia set tubing to another unused pump on the base. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review on 21-feb-2017: this small pump was configured and set-up to be used as the cardioplegia pump. Pre- cpb, as the cardiovascular (cv) surgeon was connecting the arterial pump line to the aortic cannula, the certified clinical perfusionist (ccp) reduced the centrifugal arterial pump speed to about 1200 revolutions per minute (rpm) as the connection to the cannula was performed. This system-1 was configured to place the cardioplegia pump in the stop mode when the arterial pump was below coast speed of 1500 rpm. This is what occured in this case, as the cardioplegia pump went to stop mode as configured. The cardioplegia pump was not rotating at the time, but was in the on mode and went to stop mode. The ccp tried to place the cardioplegia pump back in the on mode, but since the arterial pump speed remained below 1500 rpm, the cardioplegia pump would not go to on mode. This incident was detailed in the logs that were collected by local field service representative (fsr). This confused the ccp, and he elected to switch the cardioplegia set tubing to another unused pump on the base. The new pump was not re-assigned as the cardioplegia pump for the case, so no volume tracking was able to be performed and no safety connections of the cardioplegia pump were active. This all occurred pre-cpb and did not delay the procedure. The case was completed successfully, without associated blood loss and no harm was observed

Manufacturer narrative:
Per log review, on (B)(6) 2017, a perfusion screen was opened, both the arterial centrifugal and cardioplegia (cpg) small roller pumps were started. The centrifugal pump has safety connections to the arterial pump to stop if the arterial pump stops or goes to coast. At 10:41:32 am, the arterial pump speed was reduced from above coast speed (less than 1550rpm) to a speed below coast speed. This caused a coast trigger to occur stopping the cpg pump as configured. At 10:48:02 am, the cpg pump appeared to be rebooted, most likely disconnected and reconnected by the user in an attempt to restart the cpg pump. The cpg pump was started as it was being configured by the central control monitor (ccm) and stopped again since the coast trigger was still active. The cpg pump was disconnected again at 10:49:24 am. The cpg pump was reconnected at 11:03:54 am. Arterial was above coast speed and the cpg pump was started and stopped several times. There was no indication of a problem with the cpg small roller pump in the log files. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.